Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump was unable to be rewound. The customer's mother stated that the device alarmed off no power and that there was only a black circle and battery icon on the display. The blood glucose reading was unknown. Upon replacement of the battery, the customer stated that the alarm was resolved by a complete infusion set change. The customer requested analysis for the infusion set and reservoir. Unable to determine the cause of the issue. Nothing further reported.